Event description:
During a medial distal tibia plate procedure surgeon tried to insert a locking screw into the distal posterior hole in the 3.5mm lcp low bend medial distal tibia plate. The threads on the locking screw would not engage with the plate. Surgeon decided to use the locking screw in another hole with no further problems. The distal posterior hole on the plate was left empty with the plate remaining implanted int he patient with one hole missing a screw.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4): placeholder.